Event description:
It was reported that following a routine device changeout, this right ventricular (rv) lead exhibited non-capture. The newly implanted cardiac resynchronization therapy defibrillator (crt-d) was programmed to left ventricular (lv) only pacing and anti-tachycardia pacing (atp) was programmed off. This rv lead remains in service. No adverse patient effects were reported. Additional information received reported that this right ventricular (rv) defibrillation lead had exhibited loss of capture (loc) since 2021 and anti-tachycardia pacing (atp) had been programmed off at that time. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following a routine device changeout, this right ventricular (rv) lead exhibited non-capture. The newly implanted cardiac resynchronization therapy defibrillator (crt-d) was programmed to left ventricular (lv) only pacing and anti-tachycardia pacing (atp) was programmed off. This rv lead remains in service. No adverse patient effects were reported.